Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with meter blood glucose calibrate now alarms. The customer states their blood glucose level was 402mg/dl. The customer's most current level was 210mg/dl. Troubleshoot was conducted and it was discovered that the customer had multiple meter now blood glucose reading alarms. The customer was assisted with turning off the sensor and advised to turn it back on when ready to calibrate. No further assistance provided.